Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122, batch no. 8281679. It was reported that during use of the bd ultra fine¿ pen needles insulin would not come out of pen needle during flow check. This occurred on 50 separate occasions but the date/time and or patient information is unknown. Unknown consumer came into the pharmacy using the pen noticed during flow check the insulin would not come out of the needle. Approx. 50 pen needles from this one box. Pharmacy did not retain the box from consumer. Consumer went home with novo needle that worked.

Event description:
Material no. 320122; batch no. 8281679. It was reported that during use of the bd ultra fine¿ pen needles insulin would not come out of pen needle during flow check. This occurred on 50 separate occasions but the date/time and or patient information is unknown. Unknown consumer came into the pharmacy using the pen noticed during flow check the insulin would not come out of the needle. Approx. 50 pen needles from this one box. Pharmacy did not retain the box from consumer. Consumer went home with novo needle that worked.

Manufacturer narrative:
H.3. Other see section h.10. H3 other text : see section h.10.